Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that their device turned off after walking through a metal detector at a college library. The patient was able to gather themselves and turn the device back on after leaving the facility immediately. The environmental factor contributing to the issue was the metal detector at the college library. No diagnostics or troubleshooting were performed as this was the first time the patient visited this particular library. Upon entering, the patient felt the device turn off, felt horrible almost immediately, and returned to their dorm room to turn the device back on. No interventions or actions were taken to resolve the issue beyond the patient turning the device back on. The issue was resolved at the time of the report. The healthcare professional had no further information on this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the consumer, reported the symptoms resolved after turning the device back on.